Event description:
This report is being field upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: the x-ray generator shut off during a patient case. No harm to patient.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.